Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited varying capture threshold. No intervention was made. There were no adverse consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.